Event description:
Complainant alleged that the "ep" lab clinicians were performing an elective cardioversion on a patient (age and gender unknown) with the device plugged into ac power and a battery installed into the device, but during the procedure, the device lost power. The clinicians then obtained another device to successfully cardiovert the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction of the device.